Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called to report high blood glucose levels. The customer had recently changed her set. The customer's blood glucose level was 437 mg/dl. The caller stated that the doctor changed her settings a few weeks prior to the event. During troubleshooting, the caller found air bubbles in the tubing. The caller was advised to change the set, reservoir, and insulin and treat. The customer was sent tubing clamps to perform the high pressure test. Nothing was replaced or returned for analysis.